Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0l9lg, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID 3889-28, lot# va0l9lg, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Analysis of the lead (l/n va0l9lg) found that the conductors were broken at or near the tines. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. The main component of the system and other applicable components are: product ID: 3889-28, lot# va0l9lg, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
The consumer via the representative reported impedances were all off and the patient was not getting satisfaction of symptoms. The issue was identified by a nurse in the physician's office. Troubleshooting involved reprogramming and impedances were rechecked. Interventions involved the physician putting in a new lead and a new implantable neurostimulator (ins). The issue was reported to be resolved at the time of report. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.